Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy worked for the first 2 days and then they could no longer go to the bathroom by themselves. Patient said they increased the stimulation but was unable to go by themselves so they decreased it and they still cannot go on their own so they have to catheterize themselves. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they will see their hcp on december 10 for a video appointment and on december 30th for an appointment in person.